Manufacturer narrative:
The reported event of "the screen is blank when the unit is turned on" was confirmed during functional testing. The root cause was determined to be a defective processor board. The reported event of "the fan sounds like a jet engine" was confirmed during functional testing. The root cause was determined to be a defective fan assembly. The reported event of the platform "turns itself off approximately after 20-30 seconds" was not confirmed during functional testing and based on the archive data review. Visual inspection of the returned platform revealed damage to the front cover. The observed physical damage appears to have been caused by normal wear and tear. The autopulse platform was manufactured in june 2008, and it is more than 5 years old, well beyond its expected service life of 5 years. A review of the autopulse platform archive was performed, and no significant discrepancies were observed. The autopulse platform passed the functional testing; thus, not confirming the reported complaint. Unrelated to the reported event, it was also observed that the clutch plate was sticky. Upon customer's approval, the defective parts will be replaced and the sticky clutch plate will be deburred, and the platform will be subjected to functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, after the autopulse platform was turned on, it was noted that the lcd screen was blank. The fan sounded like a jet engine, and then, the platform turned off by itself approximately after 20-30 seconds . No patient involvement.